Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 206 mg/dl. Customer was advised that the no delivery alarm could be caused by bent or kinked tubing or kinked cannula. Troubleshooting was performed and it was found that the customer was hospitalized for his high blood glucose levels on (B)(6) 2014. Customer's blood glucose level at the time of hospitalization was 469 mg/dl. Customer is still in the hospital and was wearing the insulin pump at the time of hospitalization. Troubleshooting was stopped due to receiving another no delivery alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window.